Event description:
The irc5po2 concentrator has low o2 or the yellow light on.

Manufacturer narrative:
Per repair statement, the unit has low o2 or yellow light, and the pe valve leaking is the key failure.